Manufacturer narrative:
Patient date of birth unavailable from facility. Patient weight unavailable from facility. Device model, lot, catalog, expiration date, and UDI unavailable from facility.

Event description:
A lead extraction procedure commenced to remove a right atrial (ra) lead due to the lead being fractured. The lead was to be removed and a new lead implanted. A spectranetics tightrail rotating dilator sheath was being used to extract the lead, along with a spectranetics lead locking device. During the extraction, the patient's blood pressure started to drop. A sternotomy was performed and the patient was put on bypass. It was discovered that the patient had a superior vena cava (svc) tear. The patient bled out and passed away on the table. There was no reported malfunction of any spectranetics devices in use.